Event description:
During the index procedure the patient had one endeavor sprint stent implanted in the cx. Approximately 23 months post index procedure the patients death occurred. Cause of death was cardiac (pneumonia, severe aortic stenosis, sepsis). The investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (death). Conclusions: inherent risk of procedure (death).